Event description:
Filter did not open completely following deployment via femoral approach. Manipulation of the filter with the introducer sheath resulted in a complete opening. This device remains implanted therefore no failure analysis will be available. Follow up indicated frequent and/or continuous flushing was not performed prior to deployment and may not have contributed to this event. Co's directions for use state: " the introducer catheter must be flushed through the flush port by frequent injection or continuous infusion of sterile heparinized saline during the implant procedure...insufficient flushing can allow thrombus formation inside the filter which can bind the legs and prevent complete opening upon release...confirm location of the carrier capsule by injecting contrast through the handle of the introducer catheter... Do no attempt to move or manipulate an engaged filter... In most cases, a second filter, properly placed, should be implanted for protection against recurrent pe."